Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as change in caretaker. On an unknown date, the patient was hospitalized and treated with vancomycin injection (1g, intraperitoneal, if necessary, discontinued), amikacin injection (1g, intraperitoneal, if necessary, discontinued), and meropenem injection (1g, intraperitoneal, once a day, discontinued) for the event. On an unknown date, the patient recovered from peritonitis and was discharged from the hospital. Pd therapy was ongoing. The caretaker was retrained for proper aseptic technique. No additional information is available.